Manufacturer narrative:
Additional will be submitted upon 30 days of receipt. Please note: this device is distributed outside the united states; however, it is similar to the drug eluting stents distributed in the united states.

Event description:
Twelve days post index procedure, the patient experienced angina pectoris. The examination in the emergency room was normal. EKG and troponin I was also normal. A myocardial perfusion with sestamibi (dypiridamol) showed 14% anteroseptal ischemia. A coronary angiography was performed and the previously implanted stent was "ok"; however, the 1st septal was jailed off by the stent (diameter 1.2mm), but the septal was patent. The event was resolved without sequel. The patient was admitted into the hospital in 2007 due to a previous q-wave mi. A nuclear scan and resting ECG changes suggested coronary artery disease. The target lesion was a 100% stenosed, native, de novo, irregular, totally occluded, eccentric, moderately calcified, moderately tortuous, type c mid left anterior descending (lad) with thrombus present. The reference vessel diameter and the lesion length were 2.4mm and 26mm, respectively. The lesion was predilated at 12 atm and a 2.5 x 33mm cypher select stent was implanted at 18 atm with satisfactory results. The lesion was post dilated 14 atm. Post procedure stenosis was 0%. The patient's baseline medications included: aspirin, statins and ace inhibitors. The patient's intra procedure medications included: aspirin, clopidogrel, aggrastat and heparin. The patient's post procedure medications included: aspirin, clopidogrel, anti-diabetes, statins, ace inhibitors and beta-blockers.